Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when attempted by medical surveillance for follow up. The patient reported that on an unspecified date he obtained a result of 16.7mmol/l on the subject meter which he felt was inaccurately high in comparison to a result of 9.8mmol/l obtained on a bayer meter, performed within an unknown time of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for accuracy. It is unknown what medications the patient takes to manage his diabetes. The patient did not confirm if he developed any symptoms but stated that he increased his insulin dose. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.